Event description:
The pump was received for evaluation. Inspection of the device found that the pump's batteries were depleted. It is unknown if there was any patient injury or medical intervention necessary. No additional informatin is available.